Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Hospital retained.

Event description:
The patient's left hip due to pain. Surgeon thought that the poly liner was worn. Revised the cup, liner and ball.